Event description:
Vent heater malfunctioned. Tubing to heater melted. All water leaked out of heater and a large leak was left in vent circuit causing vent to alarm and patient to desat. Patient's sats dropped. Patient immediately taken off vent and manually ventilated. Sats returned.